Event description:
The customer reported that during an apheresis procedure, there was premature wear of the disposable set (friction). The customer changed the machine in response to this event. Patient information is not available at this time. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the channel of the disposable set was returned for evaluation. Upon visual inspection, it was noted that the inlet port is damaged/worn away. There was a 1cm witness mark below the leak indicating that the channel was misloaded at this location (not fully loaded into the filler). Investigation evaluation and corrective actions are in process. A follow-up report will be provided.

Manufacturer narrative:
Investigation: a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: based on the investigation results, it is most likely that the channel was not fully seated into the filler.